Event description:
It was reported that the patient had a left ventricular assist device implanted but the subcutaneous implantable cardioverter defibrillators (s-ICD) had not been optimized. Later, the patient received five inappropriate shocks during a single episodes. During that episode, there was: oversensing, undersensing, noise, reduced amplitude intrinsics, and non-conversion. The smartpass feature had programmed itself off due to the low intrinsics. System testing in the clinic found noise in all three sensing vectors. The patients potassium was low and this will be addressed. The clinic may reprogram the system as well. There were no additional adverse patient effects. The system remains implanted.